Event description:
It was reported that the user experienced high blood glucose after repeatedly pausing the ilet pump, administering off-pump insulin by pen, performing a supply change after running out of insulin, and resuming without completing the fill cannula step for several hours, which resulted in interrupted insulin delivery consistent with an infusion set and cartridge use error including partial or absent priming. Symptoms included dehydration and stomach pain with a high glucose level of 400mg/dl. Outcomes included elevated blood glucose with continued monitoring at home. Investigation included troubleshooting and user education on proper disconnection after manual injections, avoiding prolonged pauses, completing fill tubing and cannula steps, and ensuring insulin availability. Investigation of this case revealed high glucose associated with dosing being stopped by pump pause and incomplete priming, as well as an out-of-insulin condition. It was concluded that the event was attributable to user handling errors related to pausing, off-pump dosing, and incomplete priming rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.